Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a follow-up transesophageal echocardiogram (tee) revealed no effusion or thrombus. Coumadin was stopped early and the patient was discharged on aspirin and plavix.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a pericardial effusion occurred post procedure. In (B)(6) 2016, watchman ® laa closure device was successfully implanted during a laa closure procedure. There were no recaptures performed during the procedure. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. However, it was reported that 9 days post procedure the patient presented with atrial fibrillation with rapids ventricular response and was also found to have a moderate pericardial effusion. Twelve days post procedure the patient underwent a successful pericardiocentesis.